Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for "messed up"? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Please provide more details for "part of the plastic manifold was chipped off"? Could you please clarify if was related to a physical damage? Did any piece break off of the device? If yes, did it fall into the patient? If yes, how was it retrieved?

Event description:
It was reported that during a gastrointestinal procedure the surgeon fired the stapler. After firing the surgeon noticed that the staple line was "messed up". Upon observation, the surgeon found the patient had a previous surgical procedure where clips were used and had fired over those clips. A second stapler was tried and it was used to complete the procedure with no patient consequences. However, the surgeon noticed that part of the plastic manifold was chipped off.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2021. D4: batch # u5cu9x. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with the handle shrouds damaged and with a gst60b reload present. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the damaged on the frame was due to an improper handling of the device. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.